Event description:
Found while testing. According to the reporter, the device smells strongly of burning. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control opened that device and observed that diodes, designators c21 and c22, on the therapy, pcb assembly were burned and the contacts of the energy storage capacitor showed evidence of burning. Physio replaced the therapy pcb assembly and the energy storage capacitor, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.